Event description:
It was reported that during implant procedure, it was difficult to insert the atrial lead into the device header. The lead exhibited no sensing, no capture, and high impedance. The lead was not used and replaced. The patient experienced no adverse consequences.